Manufacturer narrative:
Reference MFR report #2916596-2016-02523 for the report of pump power elevations, increased pump estimated flow values, and elevated lactate dehydrogenase (ldh). (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient was admitted for suspected gastrointestinal (gi) bleeding. It was also reported that the lvad system was producing elevated flow estimation and power values, and that the patient had elevated lactate dehydrogenase (ldh). Additional information was requested on th gastrointestinal bleeding, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The device was returned and evaluated under MFR report #2916596-2016-02523. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had presented with bloody stool at the time of the event. The hemoglobin was in the 6.0s g/dl on an unspecified date. Reportedly, the patient had a history of chronic gi bleeds not previously reported to the manufacturer. The patient had been admitted for transfusions at the time of these earlier events and was maintained on and off coumadin as a result of the continued gi bleeding. Previously diagnostic scope procedures were completed, but not during the admission reported within this report. In response to this latest gi bleeding event, the patient¿s anticoagulation was decreased and then coumadin was stopped.